Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. It was reported that user observed the location of esophageal varices through gastroscopy, then retracted the endoscope, and opened the package then installed the device according to the IFU. User advanced the endoscope below the esophageal varices, then aspirated and rotated the handle and successfully deployed 4 bands, but during 5th band deployment the trigger cord was broken. User then retracted the endoscope to complete the procedure. Other than the deployed bands, a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag with an open box and tray from the lot number provided in the report. The label matches the product returned. Photos were provided and reviewed. The first photo shows the label on the box and it matches that in the report. The second photo shows the barrel close up, with one band still on the barrel and one band on the edge of the trigger cord, and the trigger cord is broken at this band. The amber band from the photo was not included in the return. Our laboratory evaluation of the product said to be involved confirmed that one leg of the trigger cord had broken. The trigger cord was examined and all 6 deployment beads on one leg were present; only 5 were present on the other leg as one bead was missing where the trigger cord was broken. The trigger cord was broken right after the fourth bead proximal to the knot on the trigger cord. The beads could not be verified for correct location as there was one band still remaining on the barrel and the trigger cord was broken. The eleven beads present were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots and is within the established tolerance. An evaluation of the handle wheel movement was performed, and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the device confirmed the report; one leg of the trigger cord was found to be broken. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If extreme pressure was applied to the handle in response to resistance this could contribute to trigger cord breakage. Trigger cord breakage can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.